Event description:
It was reported the unit's display was missing segments on the lcd. No pt harm.

Manufacturer narrative:
Covidien service center confirmed the complaint. The ui pcb was replaced. (B)(4).